Event description:
It was reported that during a da vinci-assisted surgical procedure, after 4 hours of docking, the seal spontaneously broke at the threaded part. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damage resulted in a rapid loss of insufflation.

Manufacturer narrative:
Images were provided for review and show the luer port broken off of the seal. This piece does not enter the patient. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.